Event description:
It was reported by service report that there were sharp edges on the footboard. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: sharp edges.